Manufacturer narrative:
The insulin pump received with button error alarms due to corroded keypad traces. No unexpected beeping or numbers ramping on their own noted. Moisture damage found on the interface board.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 367 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.